Event description:
It was reported by a customer the laser system leaked oil and water during two cases two separate times. The customer conferenced in with american medical systems technical support who stated the chiller on the laser system needed to be replaced. Per the customer, the outcome of the procedure was alright. No patient injury was reported.